Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator device had component damage, a sticky trigger, would not run, the saw head could not be rotated or locked into new position, the moving parts did not move smoothly and the housing, seal and motor were worn. It was further determined that the device failed pretest for general condition, positioning of saw head, symmetry from saw head to the handpiece handle, sticky trigger, function of device and oscillating frequency with frequency meter. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.